Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported charring on the outside of the device case. The device was returned to the clinical engineering department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming or event details were not available. During testing at the user facility, it was noted that there were "black charring markings" on the outside of the case. There were no reports of any adverse patient or staff events while the device was in clinical use. Though requested, no additional information was provided.